Event description:
Physician reported, rupture on the left side. Device remains implanted.

Manufacturer narrative:
Explant date is a planned future explant date. Device has not been explanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported rupture on the left side. Device remains implanted.